Event description:
It was reported that a patient underwent an unknown orthopedic surgery on an unknown date and a barbed suture was used on the fascia, during the procedure, upon putting a cross stitch, the fixation tab came off the suture. The fixation tab came off even with slow needle movement to prevent the tab from coming off. The end of the suture was tied. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m. Component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what do you mean by "the end of the suture was tied"? Please clarify: as a replacement for the fixation tab, the end of the suture was tied. What is the lot number? Unk. Note: related events reported via 2210968-2023-01626.